Event description:
The pt underwent a procedure to implant a permanent scs system. It was reported during the procedure diagnostic testing revealed high impedance readings. The physician repositioned the lead, however the issue persisted. The physician elected to replace the lead with the same model and the case was completed. The procedure was extended approximately 2 hrs.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.